Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "intracapsular rupture", "hole non-specific" and capsule is thinner. This record is for the left side. Device was explanted and replaced. Device will be returned. Patient underwent capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6, h11. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare profe4ssional reported "rupture". Later healthcare professional reported "intracapsular rupture", "hole non-specific" and capsule is thinner. Later healthcare professional reported "found ruptured in surgery" and "breast ptosis". This record is for the left side. Device was explanted and replaced. Patient underwent capsulectomy.